Event description:
A report was received that patient had pain at the ipg site. The patient had some moderate tenderness to palpation, and it was clear that the generator stay suture had broken. It was also determined that the generator had tilted forward which was causing some discomfort when the patient would lean against hard surfaces. The patient will undergo a pocket revision.